Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. Sleep current measurement and active current measurement within specifications. No unexpected inverse critical block did not add to zero error alarm noted during testing. Format history file analysis confirmed hardware low level failures alarm due to open traces. Device received with cracked retainer, severely scratched display window, damage keypad overlay texture and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they experienced high blood glucose of 360 mg/dl. It was also reported that insulin pump alarmed failed self test and external flash error. Customer had symptoms like nausea and vomiting which was treated with manual injection. Self test was performed and insulin pump failed. But drive support cap was normal. Insulin pump will be return for analysis.